Event description:
The customer called and reported she was hospitalized with a mini stroke and blood glucose issues. Customer stated her blood glucose levels were abnormal, as she did not have sensors to monitor blood glucose. Customer was wearing the insulin pump at the time of the emergency room visit. Customer stated she had had some infusion sets fall out. Troubleshooting was declined. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.